Event description:
Ppt underwent spinal fusion procedure on 3/2/92. On 12/8/93, instrumentation was taken out and replaced with add'l hardware. On 9/26/95, this hardware was removed and once again replaced due to pain.